Manufacturer narrative:
Medwatch fields d9 device available for evaluation and d9 date device returned were updated. The reporter returned one vial of test strips from lot 671023. No obvious signs of damage or contamination were observed. All testing with the returned strips produced acceptable results and no strip defects were observed.

Manufacturer narrative:
The meter serial number was (B)(6). The test strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Quality controls were performed and were acceptable.

Event description:
There was an allegation of a questionable high glucose result from the accu-chek inform ii meter. At 12:05 pm, the result was 383 mg/dl. Using meter serial number (B)(6) at 12:09 pm, the result was 112 mg/dl.